Event description:
It was reported that an alert was received via remote transmission showing that the device was in eri. Premature battery depletion was suspected. Device is scheduled to be replaced.

Event description:
New information received notes that the device has been explanted.

Manufacturer narrative:
Evaluation description: the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.